Manufacturer narrative:
Lead model 3387-40 lot #j0424784v implanted: 2010-(B)(6) explanted: na extension model 748251 serial #(B)(4) implanted: 2010-(B)(6) explanted: na concomitant system: neurostimulator model 7426 serial #(B)(4) implanted: 2012-(B)(6) explanted: na lead model 3387-40 lot #j0406419v implanted: 2004-(B)(6) explanted: na extension model 748251 serial #(B)(4) implanted: 2004-(B)(6) explanted: na programmer model 37642 serial #(B)(4). (B)(4).

Event description:
It was reported that the patient experienced dyskinesia even when the amplitude of the implantable neurostimulator (ins) was decreased to the lowest level. Additional information was requested, but was not available at the time of this report. See also manufacturer's report #3004209178-2012-05120.

Event description:
Additional information indicated that cause of event was possibly too much of voltage or stimulation rate which caused dyskinesias. It was noted that the implantable neurostimulator (ins) and programmer contributed to this event. Left foot dysonia and dyskinesias to right upper body were reported as signs/symptoms. Reprogramming of the inses was performed on (B)(6) 2012. (B)(4) which greatly decreased dyskinesias." Patient was not hospitalized due to this event. No patient injury was reported.

Event description:
Additional information received reported that during a visit on (B)(6)-2012 the patient was reprogrammed and had no dyskinesias at the beginning or end of the appointment. The patient's medication of azilect was also reduced by 0.5 milligrams daily. No hospitalization was required and there was no patient injury.